Event description:
During a coronary stenting procedure, the catheter cracked during use. The entire system was removed and used another of the same size was used to successfully complete the procedure. This product is available for testing and evaluation but the engineering report has not ben completed.